Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook was observed to have an exposed wire. The procedure was aborted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue was discovered during sterilizing process. It was discovered that the instrument had exposed wire.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument associated with this complaint and completed investigations. Failure analysis found the primary finding of broken pitch cable to be related to the costumer reported complaint. The instrument was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed within the clevis. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed the cable breaking.